Event description:
A customer reported that an electomechanical ambulatory infusion pump did not deliver during 1 day of infusion regimen. The customer reported that the tubing in the pumping chamber appeared to be sticking to each other, and drug was not being delivered. There was no injury associated with this event.